Manufacturer narrative:
Concomitant product(s): a 694965 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's left ventricular (lv) lead exhibited high thresholds, oversensing, and noise. It was also reported pacing was inhibited due to the oversensing and the patient experienced pauses. The lv lead remains in use. No patient complications have been reported as a result of this event.